Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the yellow cutting button failed when used. No injuries were reported. Covidien's initial eval found the pencil to latch-on in the cut mode.